Event description:
It was reported that the needle 25ga 1in experienced leakage. The following information was provided by the initial reporter: the customer reported leakage from the connection (to the syringe).

Manufacturer narrative:
A complaint of leakage noticed at the luer connection to the syringe was received from the customer. A sample or photo was not provided for investigation. A device history record review was completed by our quality engineer team for provided lot number 200703. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 25ga 1in experienced leakage. The following information was provided by the initial reporter: the customer reported leakage from the connection (to the syringe).